Event description:
It was reported that the device was used during a laparoscopic right salpingo-oophorectomy. It was reported by the rep that a trw35 stapled but did not transect tissue. There was no consequence to the patient.